Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a patient experienced an ¿unable to proceed¿ alert during a supply change and subsequent fill tubing attempt, which persisted after a dry run and a pump restart. Symptoms included no reported adverse clinical effects. Outcomes included replacement of the ilet and instructions for shutdown, return, data syncing to the mobile app prior to return, and notice that data would not transfer to the replacement; the patient was advised to continue cgm monitoring via dexcom app or receiver. Investigation included customer troubleshooting and review of device notifications with no actionable alerts identified. Investigation of this case revealed a device alarm during setup consistent with a malfunction during tubing fill or occlusion; the device was replaced to restore therapy continuity. It was concluded, based on previously established findings for similar reports, that the cause was two missing screws left the motor train loose, causing the leadscrew to shift and trigger the alert.